Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 13-oct-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 for birth control. After the implant, the plaintiff began suffering from severe menstruation pain, heavy bleeding, severe abdominal pain, severe pelvic pain, severe abdominal cramping, pain during intercourse, severe back pain, migraines; vaginal discharge, metallic taste in mouth, fatigue, weight fluctuations, and fevers. She sought medical attention for her symptoms. On or about (B)(6) 2016, she underwent surgery for the removal of the essure devices and a total hysterectomy with bilateral salpingectomy. Following the essure removal surgery and total hysterectomy with bilateral salpingectomy, she suffered a painful post-operative recovery. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after the implant began suffering from severe pelvic pain and heavy bleeding (interpreted as genital bleeding). She underwent surgery for removal of essure and a total hysterectomy with bilateral salpingectomy, approximately 1 year after insertion. These events are anticipated in the reference safety information for essure. After essure insertion, pelvic pain and genital bleeding may occur. Given the nature of the reported events, and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality safety evaluation was received on 15-nov-2016. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable no specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after the implant began suffering from severe pelvic pain and heavy bleeding (interpreted as genital bleeding). She underwent surgery for removal of essure and a total hysterectomy with bilateral salpingectomy, approximately 1 year after insertion. These events are anticipated in the reference safety information for essure. After essure insertion, pelvic pain and genital bleeding may occur. Given the nature of the reported events, and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.